Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A device history record review is in progress. Once completed, a supplemental report will be submitted. Concomitant medical products: mentor siltex round moderate profile 475cc saline prosthesis, catalog #3542680, lot #218820. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female underwent primary breast augmentation with a mentor siltex round moderate profile 475cc saline prosthesis and experienced left sided deflation post procedure. The patient began experiencing pain and sharpness on top of rib-cage, noted the prosthesis didn't look correct, and deflation was diagnosed by a physician. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
Additional information was received on 5/7/2019. The device was explanted on (B)(6) 2019. A manufacturing record evaluation (mre) was performed for the finished device number 218234 on 5/16/2019, and no non-conformances related to the reported complaint were identified. Manufacturer¿s reference number: (B)(4).